Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software 9735585 stealthstation cranial the device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 15 minutes. It was reported that the system would not pull a patient from electronic picture archiving and communication systems (pacs). The medtronic representative got a disc instead but by the time she got the disc, the surgeon had placed the shunt. The surgery was completed without navigation and there was no impact on patient outcome. The medtronic representative reported that the hospital ip was reset and the bulkhead was bypassed then the site was able to retrieve images from pacs again.